Manufacturer narrative:
Event radiograph received notes the implant is now located laterally, outside the disc space. Patient is asymptomatic and alif revision surgery is planned but schedule date is unknown. No patient injury is reported. No device was returned for evaluation as it remains in the patient. There is no allegation of a deficiency of the device or of the surgery. Unknown factors include: patient activity at the time or prior to the event, the degree of spinal instability, patient compliance with postoperative care instructions, or if the patient sustained a fall/impact of any sort (no trauma was reported.) Root cause of the migration is unknown.

Event description:
On (B)(6) 2020, patient underwent a ollif procedure, implanting a interbody cage at l5-s1. Patient returned two weeks later for the posterior fixation procedure. The pre-operative radiograph noted the implant at l5-s1 had migrated. Patient is asymptomatic. Posterior fixation surgery was postponed. There was no allegation of a deficiency of the implant or procedure.